Event description:
It was reported that the user stopped using the ilet for approximately two months after experiencing a low blood glucose of 57 mg/dl and believing the device continued insulin delivery during hypoglycemia; review of the device data indicated insulin delivery was suspended appropriately during the low until glucose recovered, and education on hypoglycemia treatment and the ilet algorithm was provided, with an offer to connect the user to additional training. Symptoms included hypoglycemia. Outcomes included user education and referral for further training, with no hospitalization, alerts, or alarms reported. Investigation included review of available device data and customer interview. Investigation of this case revealed that the device functioned as designed with insulin suspension during hypoglycemia, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.